Event description:
The customer reported that during use of this blade in a total knee procedure, it broke inside the surgical site. The surgeon attempted to remove the broken pieces from the bone; however, a fragment of the blade remains inside the patient. To date, the status of the patient is unknown.

Manufacturer narrative:
Investigation results: to date, conmed linvatec has not received the device to perform an investigation. A follow-up report will be sent upon completion of the investigation. This product is sold sterile, single use. A 2 year review found no other reports for this product with this failure mode.